Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: d1, d2, d3, and g1.

Manufacturer narrative:
Additional data: h10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot lot 134072 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 134072 and test base part number 195-430h / lot 132331. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 134072 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. MFR reference report: (B)(4).

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR ref report: 1221359-2021-03444 in.

Event description:
The customer reported two (2) false positive results with the binaxnow covid-19 ag card for two patients performed on (B)(6) 2021. This MFR. Report addresses patient two (2) of two (2). The consumer reported a false positive result with the binaxnow¿ covid-19 ag card performed on (B)(6) 2021. Pcr confirmation testing details were not provided. Customer confirmed patient was symptomatic. No additional patient information, including treatment and outcome, was provided.